Event description:
An electrohydraulic lithotripsy probe was in use on a ureteral stone when the small metal tip (3fr.) Of the probe came off in the ureter. The loose tip was retrieved with no difficulty. Another probe was tried but the stone could not be broken, indicating a stone that was harder and more difficult than usual. The surgeon placed a stent in the ureter.